Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one device was returned with a 6r45b cartridge reload loaded on the device. The returned cartridge reload was received fully fired and in good visual condition. In addition, the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted; no damage on deck was found. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a low anterior resection (lar) procedure, the gun locked out and only a few staples were ejected. There was a small cut line. The procedure was then finished by sewing the cut line. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.